Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned device is in used condition with minor damages consistent with normal use. The first two threads of the device are deformed. Based on the appearance of the threads it is believed that a previous user applied excessive tightening force to the associated handle during use. Because the first two threads were engaged in the mating handle their form was maintained while the first free thread was deformed. This damage is consistent with the functional and dimensional inspection findings where the associated handle could successfully mate with the first threads of the tibial template but became seized after further tightening. Functional inspection: the returned handle was unable to be fully assembled into the subject tibial template, confirming the reported event. The thread of the handle engaged the template and was able to be threaded to approximately the second thread at which point the handle could not be advanced further. Dimensional inspection the returned device was dimensionally inspected using a 1/4-20 thread gage sourced from instruments services (gage ID (B)(4), last calibration date (B)(6) 2015). The thread gage was able to be assembled with the tibial template and became stuck in the same manner as occurred during functional testing. The thread gage was also assembled to the rear of the tibial template threads where it was able to be threaded in further, however it because stuck when the lead thread reached the damaged thread of the tibial template. The investigation determined the root cause of the event to be overtightening of the device by a previous user. This deformed the threads such that when used in the subject surgery the associated handle could not be fully tightened to the tibial template. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was repored that the template could not be assembled with alignment handle.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was repored that the template could not be assembled with alignment handle.